Manufacturer narrative:
As no further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to an unknown reason. No adverse patient effects were reported.